Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The device was serviced onsite by a field service engineer (fse). The fse identified a cracked flow switch with associated coolant leakage. The fse replaced the flow switch, refilled the coolant, and verified functionality by firing the device at different energy levels. The unit was confirmed to be in proper working condition. A risk review was completed and confirmed that the events of surgical procedure delayed and cancelled/rescheduled post sedation/sedation unknown were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that during preparation for a retrograde intrarenal surgery (rirs), the device turns on momentarily, then shuts itself off. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during preparation for a retrograde intrarenal surgery (rirs), the device turns on momentarily, then shuts itself off. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.